Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the jaws were articulated (would not return to neutral position) and could not be removed from adapter. The handle shut off. A replacement was requested. There was no patient involvement.